Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products-medical product-femoral component catalog#:unk lot#:unk, bearing catalog#:unk lot#:unk, unknown palacos bone cement catalog#:unk lot#:unk. Reported event was confirmed by review of operative notes. Moderate posterior and medial lysis was identified after the bone had been cleaned of previous cement. There was also a resorption identified across the tibial plateau. Large foci of metallosis were identified across the synovium with greater concentrations being found proximal to the tibia. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08479.

Event description:
It was reported that the patient underwent a revision after an initial right knee arthroplasty due to a failed knee arthroplasty. Intraoperative report notes subsidence of the femoral component as well as loosening into varus. The tibial component was also noted to be loose. Moderate posterior and medial lysis, tibial resorption, and metallosis were also noted. All components were removed and replaced.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient underwent a revision after an initial right knee arthroplasty due to loosening.